Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump got damaged. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. The alarm reoccurred during troubleshooting. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to flattened esc, act, b and up arrow buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to confirm unexpected restart alarm, watchdog timeout alarm, watchdog set test failure alarm, unexpected high pitched ringing/constant tone or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to button keypad anomaly. Insulin pump passed stop current test. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.